Manufacturer narrative:
The replacement lens was implanted on (B)(6) 2019 within the same surgery as the removal of the original lens. Device evaluation: the lens was returned in a micro-centrifuge vial. There was residue on the lens surface. Visual inspection found no visible damage to the lens. Claim#: (B)(4).

Manufacturer narrative:
Weight, ethnicity, race: unk. PMA/510k #: this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -13.0/+3.0/083 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was removed due to excessive vault, pupil block, and elevated iop. A shorter lens was implanted and the problem was resolved. The cause of the event is reported as unknown.